Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was experiencing high and low blood glucose levels. The customer low blood glucose level was 36 mg/dl. Treated low blood glucose levels with carb intake. The customer high blood glucose level was 577 mg/dl. Treated high blood glucose levels with pump. The customer states she was doing a lot of activity yesterday and when she checked her blood glucose was low. The customer decline to trouble shoot. The pump will not be return for analysis.